Event description:
It was reported that during an unknown procedure, clip can not secure on tissue. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/23/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "-did clip not stay in place or fall off after being applied? -does the clip not occlude? -did an unformed clip drop, eject, shoots or spit from the jaws of the device? -did device fire scissored clips? This may also include ribbon shaped or x-shaped. -did device fire malformed clips? Pear/tear drop shape or clip gap?" An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified.